Event description:
According to the reporter: occurred during a laparoscopic assisted distal gastrectomy (ladg) procedure. The first to the third firing with the powered handle were successful. The black release button of the adapter was stiff. The fourth cartridge was connected to the adapter, however, the cartridge indictor was not flashed. Re-connected the cartridge, the cartridge indicator flashed. Checked the jaws opening and closing, however, the jaws were articulated to the left without pushing any button, then the device stopped. Tried to return the jaws to the straight position and pushed the button, the device did not react at all. Replaced by a manual handle and the procedure was completed. There was no patient harm. The status of the patient is no problem.